Manufacturer narrative:
(B)(4) correction-the g5 system is associated with product code pqf. Product code pqf is not currently available in common device name. If follow-up, what type?: correction.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, there was an unknown issue with the g5 transmitter. No additional event or patient information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.